Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appears to be intact no lifting or peeling. The "ok" keypad button is intermittently responding to user inputs during testing. The "up/down/contrast" keypad buttons requires excessive force to activate during testing. The keypad was removed for further investigation. During a visual inspection, the "up/down" key contacts are misaligned, the "up/down/ok/contrast" key contacts becomes inverted when pressed and do not always spring back. There was evidence of keypad adhesive found under all key contacts.

Event description:
The lay-user/pt alleged that the buttons on the keypad do not respond. There was product misuse. There was no report that keypad on the insulin pump was peeled or torn. Furthermore, there was no adverse event associated with this complaint.